Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was damage to the damaged dvi terminal and there was no image on dvi2. Additional evaluation findings were as follows: the screen had scratches and the power switch was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the dvi terminal damage (digital video interface 1 (dvi) image was displayed, and the dvi2 image was not displayed on the high definition lcd monitor. There was no report of delay or harm to a patient or user associated with this event.